Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 06/01/2026, it was reported by (B)(6). From daybreak that the daybreak device cracked on (B)(6) 2026 while in the 56-year-old, male patient's mouth while he was sleeping. The patient swallowed the piece that cracked off. The patient is using a backup device to perform sleep test and a remake will be made depending on the fit of the backup. The patient stopped using the device the day it broke. No outside clinical evaluation was sought.